Manufacturer narrative:
Section d catalog number was corrected. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was patient condition related to the patient's difficult anatomy and tortuosity.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 63-year-old female patient with a diagnosis of cardiomyopathy underwent impella support. Initially, an impella 5.5 was inserted via a right axillary graft following best practices. During the procedure, the physician attempted to advance the pump past the innominate artery but was unsuccessful due to challenging anatomy. The impella 5.5 was removed, and the physician elected to place an impella cp instead. Pump 1 of 3: impella cp (sn (B)(6) was implanted percutaneously via the right femoral artery on (B)(6) 2026 at 12:51 pm and explanted on (B)(6) 2026 at 5:15 pm. The patient survived explant. Pump 2 of 3: impella 5.5 (sn (B)(6) was surgically implanted via the right axillary/subclavian artery on (B)(6) 2026 at 4:42 pm. Due to delivery issues related to anatomy, the device was explanted at 4:50 pm. The patient survived explant. Pump 3 of 3: impella cp (sn (B)(6) was implanted percutaneously via the right femoral artery on (B)(6) 2026 at 5:10 pm and remains in place. The patient is currently on support. The initial attempt to place an impella 5.5 was unsuccessful due to anatomical challenges, resulting in removal and subsequent placement of an impella cp for continued hemodynamic support. The patient survived all device exchanges and remains on impella support at this time. No device malfunction was reported; the event was attributed to patient anatomy.